Event description:
It was reported that, "dr (B) (6) attempted to cut k-wires using pliers. Plier hinge broke during his attempt."

Manufacturer narrative:
Evaluation will be conducted and reported in the follow up.